Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/10/2016 with the following findings: black box shows unexplained "por" events on (B)(6) 2016. Pump powers with returned battery cap to a dim discolored display. Battery cap measures within specifications. Battery cap is unable to fully tighten. Battery compartment crack observed from thread area to case seal. Evidence of moisture contamination inside battery compartment. Cover crack observed between corner of display lens and case seal. Pump was exercised with returned battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. A "intermittent power" event was not duplicated during investigation. Leak test shows leaks at battery compartment crack and cover crack. Removed pump case. Evidence of moisture contamination inside of pump on transceiver board and other pcb components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.